Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead also exhibited low pacing impedance. No intervention was performed.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014. Further information was requested but not received.